Event description:
As reported by the edwards field clinical specialist, 5 years post implantation of a 26mm s3 valve in aortic position, the valve was failing due to degeneration. It was decided to do a valve-in-valve procedure. After reviewing the medical records provided, the latest transesophageal echo showed that approximately 5 years after implantation of a 26mm s3 valve in the aortic position, the bioprosthetic valve had thickened leaflets with restricted motion. There was also mild paravalvular leak, and the gradient appeared to be abnormal for the valve although there were no numbers included. It was also determined during that echo, that the valve appeared to be degenerated. A prior transthoracic echo done seven months earlier showed mild to moderate valve aortic stenosis. The aortic valve area was 2.9cm2, which was indicative of a close to normal valve area. However, the mean gradient of 30mmhg from the same echo, would indicate possible moderate valve stenosis.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions the device was not returned for evaluation as it remains implanted. The complaint for valve degeneration/deterioration was confirmed from the medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. While edwards durability testing of sapien 3 valve meets and exceeds current iso standard and FDA guidance for bioprosthesis valve durability requirement (200 million cycles of accelerated wear testing (awt), which is equivalent to 5 years of durability), bioprosthetic valves are known to have a limited life span due to valve degeneration/deterioration. Valve degeneration/deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is a potential adverse event associated with bioprosthesis heart valves per IFU. With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and not a design or manufacturing deficiency. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "5 years post implantation of a 26mm s3 valve in aortic position, the valve was failing due to degeneration." Valve degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity, it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Due to limited information available, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, 5 years post implantation of a 26mm s3 valve in aortic position, the valve was failing due to degeneration. The valve was explanted and replaced with a 25mm surgical valve. After reviewing the medical records provided, the latest transesophageal echo showed that approximately 5 years after implantation of a 26mm s3 valve in the aortic position, the bioprosthetic valve had thickened leaflets with restricted motion. There was also mild paravalvular leak, and the gradient appeared to be abnormal for the valve although there were no numbers included. It was also determined during that echo, that the valve appeared to be degenerated. A prior transthoracic echo done seven months earlier showed mild to moderate valve aortic stenosis. The aortic valve area was 2.9cm2, which was indicative of a close to normal valve area. However, the mean gradient of 30mmhg from the same echo, would indicate possible moderate valve stenosis.